Manufacturer narrative:
Concomitant medical products: enbf3220c166e, stent graft implanted: (B)(6) 2012; enlw1620c93e stent graft implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.